Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and another manufacturer's right atrial (ra) lead exhibited oversensing of noise lead to pacing inhibition. The ra impedance measurements had also increased to 1400 ohms. An x-ray was taken which showed good lead connection. Boston scientific technical services (ts) was consulted and discussed that the noise may be the result of the pacemaker oversensing the minute ventilation sensor. The patient is not atrial dependent and no programming changes were made. The pacemaker and another manufacturer's ra lead remain in service and no adverse patient effects were reported.